Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, while tacking in hernia mesh, there were difficulties with loading the reload. There was difficulty in pressing the "push to reload" button. There was difficulty with navigating the lock and unlock button. There was no patient injury.